Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrooesophageal reflux, irritable bowel syndrome, seizures, hypertension, asthma, postpartum depression, bipolar disorder and hypothyroidism. In october 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted in insertion date (B)(6) 2007 (previously reported as oct-2006) and removal date (B)(6) 2014 (previously reported as jun-2010) of device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('excessive bleeding') in a 45-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrooesophageal reflux, irritable bowel syndrome, seizures, hypertension, asthma, postpartum depression, bipolar disorder and hypothyroidism. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal discharge ("vaginal discharge") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted in insertion date (B)(6) 2007 (previously reported as (B)(6) 2006) and removal date (B)(6) 2014. (Previously reported as (B)(6) 2010) of device. Patient received treatment for events ¿ dysfunctional uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events dysfunctional uterine bleeding were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a 45-year-old female patient who had essure (ess205) (batch no. 625643) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included gastrooesophageal reflux, irritable bowel syndrome, seizures, hypertension, asthma, postpartum depression, bipolar disorder and hypothyroidism. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient need for additional surgery. Discrepancy noted in insertion date (B)(6) 2007 (previously reported as (B)(6) 2006) and removal date (B)(6) 2014 (previously reported as (B)(6) 2010) of device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, vaginal discharge added. Reporters, lot number, concurrent condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure (ess205) inserted. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove essure implant). Essure (ess205) was removed in (B)(6) 2010. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure (ess205). The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.